Manufacturer narrative:
The customer reported a yeast infection and is currently being treated. A medela will be contacting the customer for follow up info. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. (B)(4) has been opened to address issue related to thrush and yeast infections.

Event description:
The customer report to customer service that her lactation consultant advised her to contact medela because she was diagnosed with a yeast infection by her doctor. Customer service had gone through troubleshooting with the customer and could not detect any malfunction with the pump. She is currently taking diflucan for the infection.